Event description:
It was reported that a stardrive of the final tightener kept slipping out of the head of the locking cap, making it so that the surgeon was unable to final tighten with the instrument. The physician was able to apply forces manually as hard as he could, but was not able to conclusively say that he could ensure sufficient tightening was done. An additional 15 minutes was needed to complete the case. It has been stated that the shaft is relatively new and that the slipping is 'alarming'.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The viper2 final tightener was returned for evaluation. Visual inspection noted that approximately 1 mm of the distal tip drive feature deformed in the direction of tightening. No other visual anomalies were noted during the device evaluation. A review of the device history record for the viper2 final tightener found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the viper2 final tightener was conducted on the specific code from the complaint as there is no final tightener family for this instrument brand. There was no harm reported to the patient in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause is unknown however the observed damage is consistent with a driver that is not fully seated in the set screw during tightening. No corrective action is necessary at this time as there has been no issue identified in the manufacturing or release of the device. Additionally, the viper final tightener recently underwent a post market review and no immediate actions were identified. Therefore, the complaint will be closed with no further action required.